Manufacturer narrative:
Additional information was received that only the ipg was replaced to accommodate an additional lead and it was physician¿s preference. It was also reported that the lead was not replaced however, one lead was added. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the lead and ipg were replaced for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient underwent a revision procedure wherein the lead and ipg were replaced for an unknown reason.